Event description:
It was reported that balloon pinhole occurred. The 90% stenosed target lesion was located in the average tortuous vessel. A 3.5mmx30mmx135cm (4f) sterling balloon catheter was advanced for dilation. During preparation. The balloon showed poor inflation and leaked from the tip when pressure was applied. Despite repeated checks under fluoroscopy, proper expansion could not be confirmed. Visible damage could not be noticed but it was considered to be a pinhole. The procedure was completed with another of the same device. There were no patient complications as a result of this event.